Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display and failed battery test. The blood glucose at the time of the incident was 180 mg/dl. The customer states the pump screen was blank when she woke up. She replaced the battery, but the pump alarmed battery out and failed battery. The customer was advised to clean the battery cap, inspect the spring and insert a new battery. Troubleshooting was able to return the display. However there was not troubleshooting was not performed for the failed battery test. The device will be returned for analysis.